Manufacturer narrative:
Pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, force sensor, internal battery connector, keypad flex tail and 40 pin flexible printed circuit/lcd. The force sensor is in specs range (25.9 mv). No moisture damage on the keypad traces, keypad dome switches, vibrator or battery tube during visual inspection. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the pcb 2 and reinstalled in a test pcb 1, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, the critical pump error and unable to download suspected to be on the pcb 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with serial number label missing, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer stated that the insulin pump was exposed to fluid. Customer stated that the fluid under the lcd display and fluid in the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.